Event description:
The surgeon tried to place a ventricular catheter (with draining capability) in a pt. The catheter zeroed correctly prior to insertion. The catheter was tunneled. During placement, the surgeon pulled out the catheter and was going to re-direct the catheter to a different area. A large amount of blood was present on the catheter, therefore the surgeon flushed the catheter with preservative-free normal saline. The camino monitor had an error message: e01. No changes had been made with the connections. The surgeon had only flushed the drainage port. All connections were intact. The camino was turned off and on and the error message continued. The problem could not be resolved. The catheter was plugged into the cable correctly. The cable was plugged into the camino monitor. The surgeon removed the drainage catheter and asked for a regular ventriculostomy tube with an external transducer. No pt injury was reported.